Event description:
The customer reported the pump segment bulged while infusing via the pump. No pt harm or medical intervention required. No further pt/event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of a bulge in the silicone segment was confirmed and replicated during testing. Visual inspection did not identify a bulge however the silicone tubings change in size and color indicates a balloon directly below the upper fitment did occur as indicated. The pressure test produced a balloon within the silicone segment at 9 psi (specification is (B)(4)). The silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning had occurred as reported. Because the customer did not state than an IV push or flush was administered, the root cause could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.